Manufacturer narrative:
The distributor performed a checkout of the system but was unable to confirm the reported issue. The sensor interface board was replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported peak pressure in the volume control ventilation (vcv) mode was increased to more then 40cmh2o for a short time.